Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with redness, inflammation/swelling, infection and pain at the needle puncture site. The patient called regarding a previously removed sensor. Upon removal, the patient noted a small red spot originating from the needle puncture site. By the evening of (B)(6) 2026, the area became increasingly red. Over the weekend the lesion progressed into an abscess, increasing in size from approximately a nickel to a quarter, and the patient developed cellulitis. He visited his doctor¿s clinic on (B)(6) 2026 and was prescribed oral antibiotics (keflex 500 mg, four times daily). Since then, he has been taking the prescribed medication and cleaning the site with hydrogen peroxide. The patient continues both the medication and site care. The physician advised relocating the active sensor further away from the affected area. No additional diagnostic tests were conducted. No other details were provided. At the time of the report, there was no change in the patient¿s condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.